Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018, the ins was confirmed to be in overdischarge. The patient didn't have a good position when recharging, which may have led or contributed to the overdischarge. The rep started a trickle charge for the patient but the patient would not wait in the office for the 60-minute clock to start. The patient went home to charge and would call the rep when it is time to clear the expected power on reset (por). It was reported that the patient was not getting pain relief due to the overdischarge. It was reported that patient is trying to get an MRI of the knee and has been turned away previously because she reported the device not functional and needs to be rebooted. The handheld works but cannot get into MRI mode. . The rep stated that the patient¿s ins had been dead for a while, and the device was in overdischarge. They noted that a physician mode reset was performed, and the power on reset (por) was cleared. The rep then clarified that the patient spoke to a different rep the day prior to the report, who showed the patient how to perform a physician mode reset in the office, and the ins was charged to 75%. The rep stated that the por was then cleared on the day of the report; the ins was off and then was charged to 25%. The rep mentioned that they thought this may be the patient¿s second overdischarge. Additional information received from the patient indicated that they needed an MRI, but their programmer was lost. The patient was transferred to foundation care. Additional information was received from a manufacturer representative (rep). It was reported that the patient told the rep that they were charging every 3 days prior to the second overdischarge in (B)(6) 2019. The patient indicated that after the overdischarge recovery, the patient had to recharge every 1.5 to 2 days. The patient had to charge more often and the ins wouldn't hold a charge. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep had no further info related to the previous overdischarge. The rep said that the event date was (B)(6) 2018. The rep did not know who or when the por was cleared. The caller reported that the patient noticed she was charging more and reported that the patient charged to 75% the day prior to the call, and the battery dropped to 25% the day of the call. The rep said the device was overdischarged again and the por was cleared on (B)(6) 2019. The rep sad the battery status indicated it was okay. No further complications were reported.